Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a battery failure; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Similar reports have been received for the reported problem. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a battery failure was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition.this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.